Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) experience an autofill failure and that the iabp unit was leaking. It is unknown if there was patient injury or harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm ran the iabp unit with a tester and test catheter for about a half hour without any issues or helium loss noted. The iabp unit passed the leak test, all functional tests were normal, and the calibration was validated. The stm observed several autofill fault #37 in the iabp log files which indicates that the catheter extender was not attached or kinked, or the iab port was blocked. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) experience an autofill failure and that the iabp unit was leaking. It is unknown if there was patient injury or harm and no adverse event was reported.